Manufacturer narrative:
Continuation of concomitant medical products: ddmd3d1 ICD; implant date: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. It was also noted that presenting electrograms (egm) showed a lack of capture on the right atrial (ra) lead. The ra lead remains in use. No further patient complications have been reported as a result of this event.